Event description:
It was reported that the procedure was to treat the proximal right coronary artery. The patient was admitted for delayed st-segment elevation myocardial infarction (stemi) with ischemic cardiomyopathy and multi-vessel coronary artery disease (cad) was observed; however, not a candidate for coronary artery bypass graft (CABG). It was noted earlier that day the patient had an unspecified stent implanted. However, complications arouse and the patient was brought back. A perforation was observed and a unspecified covered stent was used. The 4.5x15mm nc trek balloon dilatation catheter (bdc) was advanced and inflated twice to 20 atmospheres for 12 seconds. During removal of the bdc, resistance with felt and it was observed that the tip of the bdc separated. It was attempted to snare the separated tip. However, it was unsuccessful. The patient died due to cardiogenic shock. Per the physician's opinion, the nc trek did not cause or contribute to patient's death. No clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, after the initial report was filed it was noted the nc trek balloon met resistance with the guide wire during removal. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire; however, the reported separation, foreign body in patient and unexpected medical intervention appear to be related to operational context. Additionally, the reported patient death appears to be related to circumstances of the procedure as per the physician's opinion the nc trek did not cause or contribute to patient's death. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.